Event description:
Info received indicates the valve was abandoned at implant due to regurgitation. Device inspection during the case found a tear in one leaflet. The valve was intra-operatively replaced with no reported pt consequence.

Manufacturer narrative:
Analysis: the gross analysis of the returned product shows the reported regurgitation was due to a 7 mm tear noted across the right cusp near the point of coaptation. Results of visual exam found the valve leaflets are flexible and have sufficient depth of coaptation. Small needle holes seen in the sewing ring show placement of implantation sutures by the user. The damage seen to the right cusp most likely occurred at implant; it is very unlikely the valve was shipped in that condition. Review of the device history record shows the device met all mfg specifications for product released to distribution. Conclusion: no pt event. User error contributed to the reported product problem.